Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to initially state their control equipment was not connecting; it showed 'searching,' and 'not responding.' The patient was escalated, stating they had been trying and trying to use the control equipment, and calling since 5pm last night. They clarified the cord had been plugged into the communicator. They disconnected, restarted the handset, repositioned the communicator, and tried again. They were eventually successful to connect to their ins. Stimulation was on program 3 at 5.2 volts. It was attempted to review general system theory and use. The patient was in a hurry and said they wanted someone to check their system to ensure everything was alright. They were redirected to their doctor for an in-person appointment. The patient said they, "still feel uncomfortable and would like someone to look at it in person to make sure everything is working, because sometimes" they "feel it and" they "are not feeling anything like" they "never feel something uncomfortable but sometimes" they "just feel that it works that is why" they "are concerned something is going on," but they said they had to go and wanted to end the call. They were redirected to their doctor. They said they would call today to schedule their follow-up. The hours for the manufacturer help line were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.